Event description:
The customer reported the device did not discharge. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device did not discharge. There was no report of negative patient impact. The device was evaluated locally. The symptom could not be duplicated. The device passed all testing and remains at the customer site. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.